Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected vitros sodium (na+) result was obtained from a patient sample processed using vitros na+ microslides lot 4206-1091-4661 on a vitros 5600 integrated system. Patient sample result of >250 mmol/l versus the expected result of 127.0 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros na+ result was not reported from the laboratory. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined a non-reproducible, higher than expected vitros sodium (na+) result was obtained from a patient sample processed using vitros na+ microslides lot 4206-1091-4661 on a vitros 5600 integrated system. A definitive assignable cause could not be determined. The historical quality control performance shows expected within-lab na+ accuracy and precision using the biorad control lot 45930 and do not indicate an overall issue with vitros na+ lot 4206-1091-4661. A diagnostic vitros na+ precision test was within ortho acceptable guidelines, indicating acceptably vitros na+ performance in combination with the vitros 5600 system. Pre-analytical sample processing could not be entirely ruled out as a contributing factor. The centrifugation information for the sample in question is unknown, therefore it is unable to be verified if the customer is following the correct protocol for sample preparation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Continual tracking and trending does not indicate a systemic issue with vitros na+ lot 4206-1091-4661.